Manufacturer narrative:
The complaint device was not available for evaluation; therefore product inspection could not be performed. Review of the shipment history identified two potential lots. Device history record (DHR) reviews were performed for each of the potential lot numbers identified and found no issues or discrepancies. No similar complaints were found in the potential complaint device lots. The device labeling and directions for use were reviewed and revealed that the labeling and/or dfu contains these warnings, precautions and potential complications: "complications: the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity. Additionally, these complications may necessitate additional medical treatment including surgical intervention and, in rare instances, result in death. Vessel trauma including, but not limited to dissection and perforation warnings: do not pinch, crush, kink or sharply bend the catheter at any time. This can cause poor catheter performance, vessel injury or patient complications. An insertion angle greater than 45° is considered excessive. Never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. Precautions: never advance the distal tip of the imaging catheter near the very floppy end of the guidewire. This part of the guidewire will not adequately support the catheter. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop which the catheter may drag along the inside of the vessel and catch on the guide catheter tip. If this occurs, it will be necessary to remove the catheter assembly, guidewire and the guide catheter together. If the catheter is advanced too near the end of the guidewire, advance the guidewire while holding the imaging catheter steady. If this fails, withdraw the catheter and guidewire together." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description it is unknown if the catheter caused or contributed to the reported patient complication. The reported patient complication is included in the device labeling; a root cause of anticipated procedural complication was assigned to this complaint.

Event description:
During the percutaneous coronary intervention (pci) an intravascular ultrasound (ivus) catheter was successfully used to image the lesion of unknown tortuosity and calcification in the circumflex (cx) artery. The ivus was withdrawn; however, the guidewire had become entangled with the catheter tip and was also withdrawn with the catheter. The tip of the guidewire appeared to be missing and was found inside the guide catheter. The patient did not have any symptoms, however during the angiogram it was noticed that the patient had experienced a dissection in the cx. A stent was implanted to correct the dissection. The patient's condition was reported as "fine".

Event description:
During the percutaneous coronary intervention (pci) an intravascular ultrasound (ivus) catheter was successfully used to image the lesion of unknown tortuosity and calcification in the circumflex (cx) artery. The ivus was withdrawn; however, the guidewire had become entangled with the catheter tip and was also withdrawn with the catheter. The tip of the guidewire appeared to be missing and was found inside the guide catheter. The patient did not have any symptoms, however, during the angiogram it was noticed that the patient had experienced a dissection in the cx. A stent was implanted to correct the dissection. The patient's condition was reported as "fine".